Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012: the patient was status post anterior cervical discectomy , partial corpectomy and interbody fusion which underwent dislodgement. The patient was back for repair. The operative course was complicated by vocal cord injury. On (B)(6) 2012, the patient presented with diagnosis of right true vocal cord paralysis. On (B)(6) 2012, the patient presented with diagnosis of cord compression , s/p 360 degree cervical fusion , vocal cord paralysis. On (B)(6) 2012: patient presented for a follow-up from surgery plus to remove staples. On (B)(6) 2012: patient presented for meds refill and complained of pain from his wound on back. On (B)(6) 2012: postsurgical changes in the lower cervical to upper thoracic spine down to t1; questionable mild cord atrophy lower cervical and upper thoracic spine, no epidural abscess or other acute process, mild to moderate multilevel spondylosis. Patient was admitted to the facility with chief complaint of wound drainage. The patient has dysphagia the patient underwent x-ray which revealed displaced screw. The patient discovered the loose screw almost 3 weeks after his initial surgery. Impression: a (B)(6) year old male with cervical disk disease, status post. Surgical intervention #2 with hardware insertion. The patient has dysphagia as well as vocal cord dysfunction. On (B)(6) 2012 the patient presented with chief complaint of wound drainage. Pre-operative diagnosis: wound infection, status post cer vical fusion with instrumentation both anterior and posterior. Procedure performed: opening of wound, washout, removal of fusion, maintenance of hardware using 1l of 3% betadine and 3l of bacitracin, placement of drains. Assessment: patient with hypertension, hyopercholestrerolemia uncontrolled diabetes mellitus type 2 cervical spine stenosis secondary top herniated nucleus pulposus undergoing decompressive surgeries presents with a wound cellulitis status post cervical spine decompression surgery. On (B)(6) 2012 the patient presented for an office visit. Operative diagnosis: posterior neck wound/ infection. On (B)(6) 2012 the patient underwent radiological test of the chest and complaints of neck pain, (B)(6), ambulatory difficulty. Patient underwent xr of chest. Impression: right PICC tip over the svc. On (B)(6) 2012: patient was discharged from the facility. On (B)(6) 2013: the patient presented with post op infection. On (B)(6) 2013: patient presented for office visit. On (B)(6) 2013, the patient presented for follow up visit. Following observations were made during her examination: - recent weight change ; chronic and frequent cough ; bad breath voice change ; swelling of feet , ankles or hands. Diarrhea; kidney stones and sexual disability. On (B)(6) 2013, per the medical records, the patient underwent cmp , drug screening , sedimentation rate rbc. On (B)(6) 2013: the patient presented for change of wound vac dressing, PICC dressing. On (B)(6) 2013: patient came for follow-up. Wound still showed some hardware and was closing slowly. On (B)(6) 2013: patient was advised not to get the dressing wet. Patient wound vac dressing change. On (B)(6) 2013 the patient was presented for office visit. Assessments: hyperpotassemia. On (B)(6) 2013 the patient underwent x rays of the cervical spine. Findings: the anterior and posterior fusion at c5-c6-c7-t1 remains stable in appearance. The anterior plate, vertebral cages and posterior fixation plates all appear the same as before. Alignment through the area is anatomic. On (B)(6) 2013: pt presented with moderate dysphonia c/b highly variable raspiness. Videostroboscopy demonstrated immobile vf unilaterally. Acoustic and aerodynamic testing supported hypofuctional voice function. Trial therapy produced improved vocal quality and stability. Based on the results of this evaluation, the patient was expected to require voice therapy to make vocal improvement. On (B)(6) 2013, and (B)(6) 2015: the patient underwent x-ray of cervical spine, 2 views. Impression: unchanged appearance of the cervical spine when compared to the prior examinations. On (B)(6) 2013 patient presented for office visit for dressing change. On (B)(6) 2013: patient went for an office visit. On (B)(6) 2013 the patient presented to the office for follow up due to chronic problems and to discuss concerns for low bp readings. Patient also wanted to discuss neuropathy in lower extremity that has worsened. The patient had had 2 surgeries since his last visit. First plate let go / broke / crushed esophagus; took out c5; 3 weeks later infected with (B)(6)/ attached to metal; still open. On (B)(6) 2013 patient presented for an office visit. On (B)(6) 2013: the patient presented with shortness of breath and ambulatory difficulty. On (B)(6) 2013 patient presented for an office visit due to dysphonia. Impression: based on that day's voice session, the prognosis for improvement at this time is good contraindications to the same include participation in home treatment > 70% compliance. On (B)(6) 2013: the patient presented with yellowed or black eschar tissue noted on wound at medial upper back of cervical spine base. On (B)(6) 2013 patient presented for an office visit due to muscular tension dysphonia, vocal fold paresis unilateral. The patient also underwent a second voice therapy session. On (B)(6) 2013: patient presented for an office visit due dysphonia. Impression: based on that day's voice session, the prognosis for improvement at this time is good contraindications to the same include participation in home treatment > 70% compliance. On (B)(6) 2013: the patient presented for an office visit due to dysphonia. Impression: based on that day's voice session, the prognosis for improvement at this time is good contraindications to the same include participation in home treatment > 70% compliance.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented to surgery status post anterior cervical discectomy, partial corpectomy, and interbody fusion with dislodgment of interbody cage. Pt underwent a procedure for removal explant of anterior hardware; corpectomy c6; c5- t1 expandable cage and anterior plating and posterior stabilization with spinous plates c5-t1. Post-op notes indicate the patient began experiencing hoarseness following the second procedure. At 3 weeks post-op the pt presented for additional surgery with pre-op diagnosis: wound infection, status post cervical fusion with instrumentation both anterior and posterior. The pt underwent a procedure for opening of wound, washout, removal of fusion, maintenance of hardware using 1l of 2% betadine and 3l of bacitracin, placement of drains. Discharge diagnosis indicates: cervical disk surgery with wound infection for (B)(6), on IV antibiotic with vancomycin; dysphagia due to vocal cord dysfunction; diabetes type 2; hypertension; dyslipidemia; history of coronary artery disease. Post-op the patient is still experienced voice issues and was diagnosed with partial right true vocal cord paralysis. Patient voice issues eventually resolved. Patient began infectious disease treatment for wound infection. At 5months post-op, the pt. Presented to surgery with pre-op diagnosis: contaminated and exposed hardware posteriorly, cervical wound. The pt. Underwent a procedure for removal of spire plates and wound revision. Discharge diagnosis indicates: status post hardware removal from cervical spine after multiple prior cervical spine surgery for spinal stenosis; spinal canal stenosis from degenerative disk disease with prior cervical spine surgery; type 2 diabetes mellitus. Hemoglobin alc not at goal; dyslipidemia; diabetic neuropathy; chronic kidney stage iii. No acute renal failure, stable renal. Post-op notes indicate the wound healed. No further issues were noted.